Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a headache after having a drg lead implanted. A CT myelogram was obtained and indicated the lead had been placed intra-dural rather than in the epidural space which resulted in a dural puncture. Surgical intervention was undertaken and the lead was explanted and replaced. Additionally, the physician performed an l5 laminectomy and sutured the dural puncture. The day following the explant and replacement the patient indicated her headache had resolved.